Event description:
Related manufacturing reference number: 2017865-2025-17216. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely released from the catheter shortly after beginning fixation. The lp travelled to the left pulmonary artery. There were no patient consequences.